Event description:
It was reported that a patient's device was showing high impedance on multiple tablets. The patient was not experiencing any adverse events and the patient's parents also stated that the patient "has been better than ever before". It was further noted that a pop-up message appeared when the high impedance message was seen. A session report was received along with tablet data. The company representative was unable to recall what the error message specifically noted, but stated it was a warning message that impedance was "greater than 600 ohms". Programming history was reviewed and noted from the last diagnostic that low impedance was seen. It was stated that the patient had not reported any pain or increase in seizures. It was noted that the patient was sleeping better than before. The patient was seen back in the office where the device was reinterrogated. It was stated that no error message was seen upon the first interrogation, but after a system diagnostic and second interrogation, a low impedance error message was seen. Chest and neck x-rays were ordered for the patient. It was stated that no issues or fractures were seen. No additional, relevant information was received to date. No known surgery for the low impedance has occurred to date.